Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of asd, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to procedural conditions, as the steerable guide catheter is inserted through the septum in order to access the left atrium. As a result, an asd forms. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the atrial septal defect (asd). It was reported that one day after the mitraclip procedure, the foramen ovale remained patent (asd). No treatment was provided and two days post procedure, the patient was discharged home. 13 months after the procedure, the asd remained unchanged. No additional information was provided.